Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect on her right side about (B)(6) ago. The patient was in "tremendous pain". X-rays taken in (B)(6) 2011 were negative. The physician attempted to reprogram the device on (B)(6) 2011. On (B)(6) 2011 the implantable neurostimulator, lead, and extension were replaced. The patient did not suffer injury and recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that back in (B)(6) 2011 it was determined that the patients lead wires had broken and caused the patient pain. It was noted that the doctor replaced the entire system. It was further noted that there had been no falls or trauma during that time. Information previously reported in manufacturing report #3004209178-2013-07707.